Event description:
Patient received inappropriate therapy due to noise on lead. Lead has high ventricular thresholds, all other parameters normal. This lead was explanted and replaced. The associated ICD was explanted at the same time.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 28.5 cm distal to the is-1 connector pin the insulation was found rubbed through and two of the conductor cables coating were found damaged at this position. This finding can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.